Manufacturer narrative:
External insulation abrasion breaching the outer insulation was noted at 5.5 - 6.0 cm from the distal tip consistent with lead friction to another device or feature of the heart. All other damages found were consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.